Manufacturer narrative:
Summary of eval: eval results indicate that the components meet specification generally and that a small deviation at the top of the patella flage should not cause concern.

Event description:
During total knee arthroplasty, the femur was cut and trialed with perfect results. Upon implantation of the prosthesis, it was noticed that the implant did not align as the trial. Another implant was available, and the same results were experienced. The femur was re-cut, and the second implant was used for successful implantation. There was no adverse consequence for the pt, only a delay anesthesia time.